Event description:
During the treatment, after the triggering of alarms (detail of the alarms not yet available), the anticoagulant syringe was emptying to the set. According to the customer, no alarm has been triggered by the prismaflex to inform the users of the incorrect anticoagulant flow rate. Due to this incident, the patient received an important quantity of anticoagulant (4000 ui of heparin). So, the treatment has been stopped. Moreover, the medical staff noticed bleeding at the level of thoracic drains. Additional information about the condition of the patient has been requested from the customer.

Manufacturer narrative:
Add'l manufacturer narrative: the user reported that the heparin syringe emptied itself all at once. Our initial assessment suggests that the latch of the heparin pump carrier was not able to hold the piston of the syringe, when the pressure in the set was negative. This meant that the syringe emptied into the set in a bolus, rather than at the rate set. The initial analysis of the data files indicates that, within minutes of the treatment starting, the machine alarmed for "access extremely negative". This suggests that the access line had been clamped or kinked in some way. This could be due to the fact that the patient moved in such a way or was coughing causing the catheter to stick against the vessel wall, according to the user report. The "access extremely negative" alarms occurred several times during the whole treatment. According to the customer, the patient did not receive any antidote to the heparin bolus that had been incorrectly administered. Based on the information available to gambro today, the monitor functioned according to specifications, with regard to the alarms. The following is a brief description of the some of the alarms, relevant to the incident, which occurred during the treatment: the alarm "filter clotted". This alarm sounded most likely due to the monitor not being able to pump blood. The alarm "return pressure dropping". This alarm was triggered most likely by the different pressures experienced. The alarm "access extremely negative". This alarm was most likely triggered by the catheter being blocked-see also below. The alarm "syringe empty-clamped": the monitor did alarm for the syringe being empty. However, this alarm most likely occurred when the syringe pump carrier reached the end-of-travel position and not when the syringe piston itself had reached the end position. In other words the syringe had emptied before the "syringe empty - clamped" advisory alarm was triggered. Negative pressure can occur for a number of reasons, such as if the patient is moving or coughing, or being moved or suctioned leading to the access line being clamped or kinked. The user report of the incident states that "the patient had a coughing fit and then the dialysis catheter must have stuck against the vessel wall because the machine could not extract the patient blood." [Our unofficial translation from the french original]. This is the most likely explanation for the negative pressure in the set in this case, and as covered in the troubleshooting section of the prismaflex operator's manual. As indicated above, the monitor did alarm for "access extremely negative". These alarms began within 3 minutes of starting the treatment and recurred several times during the whole treatment. This warning alarm is part of a protective system to prevent patient injury. The operator's manual instructs the user to remedy the cause of the alarm. Gambro has indentified a corrective action which is the design of a stronger syringe carrier to prevent the latch of the carrier from releasing prematurely.